Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of this 4.0mm aortic punch in a single vessel coronary artery bypass procedure, it was reported that when making the second cut, the aortic punch was damaging the tissue and not cutting it. A new aortic punch was used instead. No intervention to repair tissue or additional adverse patient effects were reported.